Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shutdown due to low battery. During troubleshooting with tandem technical support (cts), review of pump data confirmed that the pump battery is functioning as expected, as the proper low power alerts/alarms occurred prior to the battery depletion. Additionally. It was reported that the battery had not been charged since (B)(6) 2016. Reportedly, the user did not hear the alerts and alarms. However, cts confirmed that the volume was set to vibrate. The user changed the volume to "high" with cts. The user's blood glucose (bg) level was 460 mg/dl. The bg level was addressed with a bolus via the pump.